Manufacturer narrative:
Additional information was provided in e.1., h.3., h.6. And h.11. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure; the surgeon noticed that haptic was stuck to the optic after implanting the lens. The surgeon had to use considerable force and effort with the use 2 unspecified instruments to separate the haptic from optic. The haptics eventually detached from the optic the procedure was completed on same day with no effect on the patient. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.

Manufacturer narrative:
Correction information was provided in h.6 (on previous MDR the FDA evaluation codes of d03 was an error. It should have been d15 on the previous MDR.) And h.11. The root cause for the reported complaint could not be determined. The manufacturer internal reference number is: (B)(4).